Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar catheter was used during a gi bleed procedure. (Patient gender, age and weight unknown) according to the complaint, they noticed that during the passage of the device, the needle was stuck in the out position. The case was completed with another injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.the complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of by customer. Device disposed of by customer.